Event description:
This is filed to report patient death. It was reported through the pmcf (post-market clinical follow-up) report, that abbott proactively collected and evaluated data from sources, such as in-hospital outcomes and physician surveys, to confirm the safety and performance of abbott's coronary dilatation catheters (cdcs). Key safety outcomes collected were death, perforation, dissection, embolism, arrhythmias, myocardial infarction, occlusion, and hypotension. Device performance was defined as successful delivery, inflation, and deflation of the cdcs. Off-label use was reported for use in chronic total occlusion (cto) lesions for trek and nc trek rx. Details are listed in the attached report, titled post-market clinical follow-up evaluation report coronary dilatation catheters. Please see the attached post market clinical follow up evaluation report for specific information.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B2 - date of death: estimated. B3 - date of event: estimated. D4: the UDI is not known as the part and lot number were not provided. The additional patient effects, device malfunctions reported in the pmcf are captured under separate medwatch reports. As multiple devices were captured in the pmcf report. Additional reports were filed under separate report numbers. Literature attachment: post-market clinical follow-up (pmcf) evaluation report coronary dilatation catheters family, rpt2121578 rev h.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. The reported patient effects of death is listed in the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instructions for use as known patient effects. Based on the information reported through the pmcf (post-market clinical follow-up) report, a conclusive cause for the reported complaints could not be determined. Additionally, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. B2 - date of death: estimated. B3 - date of event: estimated. D4: the UDI is not known as the part and lot number were not provided. The additional patient effects, device malfunctions reported in the pmcf are captured under separate medwatch reports. As multiple devices were captured in the pmcf report, additional reports were filed under separate report numbers.